Event description:
Healthcare professional reported a xen®45 gts event described as "5 weeks post op, bleb revision with fibrin glue and cataract/iol surgery due to bleb dysesthesia" in right eye. Recurrent anterior uveitis present at 11 and 52 weeks post op, treatment provided as dexamethasone and bimatoprost-timolol fixed combination. Device remains implanted.

Manufacturer narrative:
(B)(4). The reported events of "cataract progression, uveitis, and bleb-related issues" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, and patient details.